Manufacturer narrative:
The instrument was returned, no complaint or information was provided. Failure analysis evaluated the instrument and found the grip cable was broken and stuck out at the wrist. The idler pulley exhibited pulley rim and face damage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
The mega suturecut needle driver instrument was returned without any allegations of malfunction. There were no missing or fallen pieces reported.